Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she almost went into a diabetic coma in two incidents. The customer was not using the insulin pump any longer. The paramedics were called and the customer was hospitalized on (B)(6) 2016. Customer's blood glucose level was not reported. The customer experienced a hypoglycemic event. The customer disconnected from the insulin pump before the paramedics arrived. The device was not returned.